Manufacturer narrative:
A nurse with a known severe allergy to latex alleged that when she attempted to take a blood pressure on a patient, she placed the cuff on the patient¿s arm, and when she grabbed the durashock manual gauge (bulb), she immediately started having respiratory symptoms that rapidly progressed to anaphylactic shock. Emergency treatment included: two rounds of epinephrine, one round of solu-medrol, benadryl both intravenous and sublingual, and an albuterol respiratory treatment. The customer received emergency medical treatment in the medical office and refused transport to the hospital. She has recovered from the incident. Anaphylaxis is serious medical emergency and therefore meets the criteria of a reportable event. Investigation of this event is ongoing. Per the device design files, the durashock bulbs, tubing and cuffs are manufactured without latex. The device is being returned to welch allyn for investigation. No further information is available on the evaluation of the device at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom/welch allyn received a report from the account stating an employee came into contact with a welch allyn pss-44 durashock with reuse-12 blood pressure cuff and had anaphylactic shock, compromised airway and rash after coming into contact with the device. The employee was emergently treated at the account's location (medical clinic) and refused transport to the hospital. The employee has recovered from the incident. The device was located at the account at the time of the event. This report was filed in our complaint handling system as complaint #(B)(4).